Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuous, eccentric, 100% stenosed, de novo, lesion in the mid superficial femoral artery. The vessel diameter was 5 mm. A 6fr introducer sheath was used for access. Pre-dilatation was performed with an unspecified 6.0mm balloon dilatation catheter. The 5 x 200 mm supera veritas self-expanding stent (sess) was advanced in the patient anatomy, however during deployment the stent only partially deployed. The thumb slide was pulled back to its starting position and the two locks were secured. The sess was removed along with the partially expanded stent, without issue. A new supera sess was used successfully to complete the procedure. The procedure was completed with good results. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment difficulty was unable to be confirmed after the device was soaked to remove the dried blood. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue.